Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set tubng detachment event on (B)(6) 2026. The location of detachment was at site.the infusion set was in use for 2 days. The patient was sitting at the time of the event. The patient replaced supplies as necessary and resume insulin therapy. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.